Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was found to have a distal end detached. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken main tube at the distal tip. Material was found missing. One piece measuring proximately 5mm x 2mm was not returned with the instrument. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. The probable root cause for the broken main tube could be attributed to an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause for a dislodged proximal clevis could be attributed to applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.